Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "on/off button does not work", which was reproduced. The device evaluation confirmed the malfunctions and found that the first column of keys was inoperable.it was found to be caused by a failed keypad which was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced "on/off button does not work". Any patient involvement, injury or medical intervention is unknown.